Event description:
It was reported that during a total knee procedure, the pins were sticking in the collet. The procedure was completed successfully with another set of equipment. There was no delay and no adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer and it was determined that the root cause of the pin sticking is due to the wear and flaking of the impreglon coating. This coating is used inside of the collet to prevent the pin from sticking. This report will be updated if additional information from the investigation is received.